Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms. The customer's blood glucose level was 130 mg/dl. The alarms were caused by a infusion set or reservoir occlusion. The product was not returned. Nothing further to report.